Manufacturer narrative:
Submit date: 01/11/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a syringe. The customer reports that when the tubing connector is locked, the syringe tip becomes deformed and is leaking. No patient involved.